Event description:
It was reported that after a site change on an ilet system, blood glucose rose into the high 300s, and the user disclosed an applicator error during insertion that resulted in a bent infusion set cannula; the user replaced the infusion set and glucose began to decline with ongoing corrections. Symptoms included hyperglycemia peaking at 350 mg/dl. Outcomes included troubleshooting and education with replacement infusion sets shipped. Investigation included call review and user-reported inspection of the removed infusion set. Investigation of this case revealed a bent cannula due to user error during infusion set application, consistent with an infusion set deployment issue leading to inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion.